Event description:
The customer reported serious injury of cancer (breast cancer) occurred in relation to the degradation of the sound abatement foam in her device. In addition, in 2021 the customer reported an allegation of black powder blowing out of the device per manufacturer ra 310301806. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging serious injury of cancer. Medical intervention was not specified. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This correction is being submitted to inform that, upon further review, the event was identified as a duplicate and has already been documented in MDR 2518422-2021-06164. Please refer to this file for additional information regarding this event.